Manufacturer narrative:
Follow-up # 1 ¿ (02/10/2015). The patient¿s test strips have been returned on 1/14/2015 and evaluated by lifescan product analysis on 1/27/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6)2014, the reporter contacted lifescan USA, alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.